Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the ring electrode cable lumen between the shock coil 7.6-8.4cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe coating was found intact.

Event description:
This report is to advise of an event observed during analysis.